Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. Unit uploaded properly using carelink pro. No cosmetic damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized close to (B)(6) 2017 due to complications after a leg amputation. The cause of death was congestive heart failure. The next of kin stated that the customer had really bad glucose control over the years before they passed. The caller stated that the customer had diabetes complications - leg amputation with infections made worse by blood glucose, heart disease - congestive heart failure and cardiac arrest, stroke(s) - had a some in the past, infection - amputation infections made worse by blood glucose. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not wearing the insulin pump at the time of death; the pump had been disconnected by the doctor about 20 days prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.